Event description:
It was reported that the whole system was explanted due to increasing shock impedance approx. 51 months after the implantation. Furthermore, the patient experienced pain in the device pocket region. Please note the ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
The ICD was interrogated, revealing the mos1 battery status. The device was implanted for 51 months and 26 charging cycles were recorded in the devices memory. The memory content of the device was inspected. The trend data confirmed the clinical observation. Since (B)(6) 2021 the shock impedance showed values greater than 150ohms. However, there was no indication of an ICD malfunction. The impedance measurement functions of the device were tested and proved to be fully functional. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The manufacturing processes for these devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. The clinical observation was confirmed. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of an ICD mal-function. The analysis did not reveal any sign of a material or manufacturing problem for these devices.